Manufacturer narrative:
A revision procedure was performed and the lead was explanted and replaced. The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, this left ventricular (lv) lead had a pacing impedance measurement greater than 2,500 ohms, and was exhibiting loss of capture. An x-ray was performed, and a fracture was noted. No adverse patient effects were reported.